Event description:
During a lap umbilical hernia repair, a first time user of easytac was exerting pressure on the device; the device slipped in the defect hole and fired a tack through the abdominal wall and into the resident's hand. There was no harm to the pt and no significant harm to the resident. Note: the package insert states, "do not use excessive force. If excessive force is needed to push the tacks through mesh and tissue, try another position."